Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intemittently. It was noted that both the battery cap and battery compartment threads were stripped. Reportedly, the battery cap was not able to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots had occurred. The battery compartment was found to be cracked below the bumper pad. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump. Power reboots occurred when attempting to secure the returned battery cap to the pump. A test battery cap was used to complete testing and was able to be fully secured to the pump. The pump was exercised for 24 hours successfully using the test battery cap with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found.